Manufacturer narrative:
(B)(4). Analysis of the lead model 3387s-40, (B)(4) determined the continuity was acceptable and the lead was functionally okay. There was no anomaly found with the lead. Analysis of the stylet determined the stylet wire was bent 3.7 cm from the distal end.

Event description:
It was reported that the lead was bent on the distal end. The lead was not used in a pt.